Event description:
It was reported that the surgeon had already inserted one screw into the caudal vertebrae through the aiming device without incident. He then attempted to loosen the aiming device to rotate it 180 degrees, to insert the contralateral caudal screw. He was unable to do so, and in the end he had to use force to pull the aiming device off and resulted in the removal of the inserted screw and cage. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the returned devices shown that the screw is indeed broken off with visible scratches. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.